Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (B)(6) male patient came to regular control visit (B)(6) 2019 and in x-ray one pedicle screw was seen to be broken. Patient has no symptoms regarding this. T4-l1 scoliosis operated in (B)(6) 2016 with expedium verse. Did the patient experience a post-op device malfunction? Yes. If yes, please describe. Screw was broken. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? No. Did the patient require revision surgery or hardware removal? No. If no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? X-rays. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? No. Is the patient part of a clinical study? Unknown.